Event description:
During the device evaluation, it was found that the distal end of the tip was detached on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, indicating expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.